Manufacturer narrative:
Per -2283 final report additional information including post primary and pre revision x-rays, operative notes, patient age, patient activity level and patient medical history was requested in order to progress with the investigation of this event, however, none of this information was provided and thus the scope of this investigation was limited.. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed, all finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information provided, the root cause of the reported pain could not be determined and no further investigation can be conducted. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. This submission does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the modular head due to reported pain.

Manufacturer narrative:
(B)(4). Additional information including post primary and pre revision x-rays, operative notes, patient age, patient activity level and patient medical history has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed, all finished parts associated with these records conformed to material and dimensional specification at the time of manufacture.

Event description:
Revision of a trinity modular head due to pain. It is unknown how long the device was implanted.